Event description:
It was reported that balloon tear occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, the balloon was torn when crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported.